Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) /2015, the reporter contacted animas, alleging an inaccurate delivery issue. The patient's blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/08/2016 with the following findings: during investigation, a review of the pump black box data showed no errors or warnings related to the complaint. The total daily dose (tdd) calculated correctly and reflected the user¿s programmed basal rates. An ezcarb and ezbg bolus were manually calculated and the pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. The delivery accuracy testing was performed and the pump was found to be delivering within required range and delivering accurately. No delivery interruptions or alarms occurred during 24 hour testing. The complaint of inaccurate delivery was not duplicated during investigation. There was no defect found.